Event description:
Procedure: oophorectomy. According to the reporter: the joint (little black tube) between the two metal rings fell down in the patient during pushing out the bag. It was removed without any problems. No blood or tissue loss, no longer operation time.

Manufacturer narrative:
(B)(4).